Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device did not mesh properly. Follow up is still in progress to gather more information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On april 16, 2018, it was reported that the device was not working and did not mesh properly. On may 29, 2018, it was clarified that the issue occurred before surgery on march 14, 2018. The event was not identified after a recent purchase or repair. There was no medical intervention or additional surgical procedure required. There was no harm or injury reported. Another device was used to complete the surgery. There was no extension or delay reported. The surgical technique for the product was followed. An additional skin graft was not required. There were no parts bent or damaged according to the account. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated skin graft mesher serial number (B)(4) once as documented in the repair reports in livelink. The last repair was december 13, 2017 where it was reported that the device did not work properly and the bottom roller, roller gear, washer bearings, side plates, carrier and shoulder bolt were replaced. This is not a related issue. Product review of the skin graft mesher by medicrea on april 6, 2018 revealed that the no cutters were received with the mesher. The device passed all incoming testing and there were no problems found with the device. The repair technician was not able to inspect the customer¿s cutter, but it is mostly likely the quality of the cutter that caused the incomplete mesh at the account. Repair of the skin graft mesher was performed by medicrea on april 16, 2018 which included replacement of the no components since the device functioned as intended. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during product review the device functioned as intended. However, the cutters were not returned which is most likely the cause of the reported issue. The reported event was not confirmed since the device functioned as intended during product review; hence, a root cause cannot be determined. There were no issues with the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.